Event description:
Explant: aortic insufficiency and aortic regurgitation. In 1992, pt underwent implantation of an aortic homograft valve due to aortic insufficiency. In 1999, the aortic homograft was explanted after several months of increasing symptoms with worsening aortic insufficiency, aortic regurgitation and a slightly decreased ventricular function. The operative report describes a 0.75cm in diameter circumferential hole in the non/left coronary leaflet of the homograft, which the surgeon felt was irrepairable. A ross procedure was performed to replace the homograft with the pt's pulmonary valve and a 27mm homograft was implanted in the pulmonary position.